Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. No button error alarm and no unlocked keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/compromised force sensor alarm and excessive no delivery test or verify product design dissatisfaction anomaly due to buttons not responding. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 358 mg/dl at the time of incident. The customer performed troubleshooting. The customer reported that the insulin did not continue to drip after letting go of the act button. There was no damage found on the insulin pump. The insulin pump was returned for analysis.